Event description:
On (B)(6) 2014, the reporter contacted animas to inquire about getting an animas pump. She had previously used an animas pump, discontinued due because the pump 'stopped working' and has been on multiple daily injections for years. Today her health care provider (hcp) recommended that she resume pump therapy. There was no allegation of an adverse event. Animas was unable to contact the reporter for additional information. This complaint is being reported due to non-specific allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.